Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter would not power on with button press or by test strips. On (B)(6) 2021, because of not being to monitor their blood glucose, the customer experienced unspecified symptoms of hyperglycemia and was admitted to the hospital where a blood glucose of 400-800 mg/dl was obtained. The customer was given an IV, insulin (dosage unknown,) and "normal medication, for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.